Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was post-operative day 3 with suspected pump thrombus. Visualization of the left ventricle under echo, revealed decreased ventricular unloading. The surgeon suspected the pt in a "hypercoaguable state". The decision was made to withdraw support and the pt expired.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.